Event description:
A falsely elevated tronponin I result of 1.94 ng/ml was obtained on a patient sample. The result was not reported to the physician. The laboratory repeated the test on the same sample and a result of 0.02 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for this event was pre-analytical sample handling.